Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. During placement of wds, the back end of device slid anteriorly and superiorly into a sub selected area of the laa. The position was not well-appreciated on transesophageal echocardiography (tee), however, the transverse sinus appeared 'different' with possible thrombus formation outside laa (within transverse sinus). The closure device was repositioned two (2) more times until position was acceptable per position, anchor, size and seal (pass) criteria. During repositions, there appeared to be a small amount of fluid gathering around the laa (with transverse sinus). The closure device was assessed for pass criteria and was released. Continued observation of the pericardium was done, and it was noted there was a small pericardial effusion (pe). The pe was observed to get slightly larger with time. Protamine was administered and continued observation was performed. The pe was noted to be consistent in size and no longer getting larger. The physician made the decision to not perform a pericardiocentesis and instead had the patient admitted into intensive care unit (ICU) for the night for observation. The implanting physician stated he did make notable movements with the device when positioning and suspected that a disruption of the laa wall from these movements was likely the cause of the pe. There were no further patient complications reported.